Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, joint cover of the spring arm was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification, since missing spring arm¿s cover could be considered as technical deficiency, and in this way device contributed to event. It is unknown if the device was being used for patient treatment or diagnosis at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the manufacturer¿s evaluation the incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. The correction of d4 catalog # field deems required. This is based on the internal evaluation. Previous d4 catalog # ard568420110a. Corrected d4 catalog # ard568350933.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with one of surigcal lights - powerled. As it was stated, joint cover of the spring arm was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination.